Manufacturer narrative:
Age : 40 years and older. Weight and ethnicity: unknown/ not provided. Date of event: exact dates not provided, article last verified in december, 2012. Serial number: unknown, information not provided. Catalog number: a complete catalog number is unknown as device identifiers were not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: not applicable, as lens was not explanted. Manufacturer phone number: (B)(4). Device manufacture date: unknown, as the serial number was not provided. The device was not returned for analysis. The serial number(s) for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Citation: tes ignacio, a three arm prospective clinical evaluation of three FDA-approved intraocular lenses designed to improve distance, intermediate and near vision following lens extraction. (2013), u.s. National library of medicine clinical trials; clinicaltrials.gov identifier: nct01225952: pp 1-13. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: title: three intraocular lenses designed to improve distance, intermediate and near vision following lens extraction. A randomized interventional study was done to compare the contrast sensitivity, high and low contrast visual acuity (va), glare meter outcomes, and subject satisfaction with three different FDA-approved intraocular lenses (iols) designed to improve distance, intermediate, and near vision following lens extraction in adults at least 40 years of age. A total of 186 eyes of 93 subjects were enrolled and underwent bilateral phacoemulsification and iol implantation of either crystalens ao (n=53 eyes of 31 subjects; bausch & lomb), restor 3.0 (n=54 eyes of 31 subjects; alcon laboratories), or the tecnis zma00 multifocal (n=51 eyes of 31 subjects; abbott medical optics) but only 154 eyes were able to complete the study. Adverse events reported in the tecnis zma00 multifocal group at 120-180 days include increased intraocular pressure (n=3 eyes) and cystoid macular edema (n=3 eyes). There are no indications in the article of any interventions provided.